Manufacturer narrative:
Pump not received stuck in manufacturing mode. Unit passed displacement test. Sleep current measurement and active current measurement within specifications. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power error 25, low battery alarm and power loss alarm due to connector resistance on the electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the pump was monitored and functioned properly. No unexpected blank display anomaly or pump error 23 noted during testing. Unit received with cracked retainer, minor scratched display window, fading serial number label and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had blank display and alarmed for power loss, pump error detected, low battery. Customer states that they experienced high blood glucose of 366mg/dl which was treated with manual injections. Customer also mentioned that insulin pump also alarmed for insulin flow blocked alarm which was resolved by changing complete set that is reservoir and infusion set. Customer advised to revert to back up plan as per hcp¿s instructions. Insulin pump will not be return for analysis.